Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a health care professional via a manufacturer representative (rep). It was reported that an electrode remained in patient's body after explant, and was determined by fluoroscopy. It was further reported there was a lead insertion issue and it was uncertain whether it was a technique issue or a potential issue with the patient's scleroderma. Patient was able to place the needle in the correct location and inserted the directional guidewire and was able to get to the correct location and even had to pull it back slightly in the patient. Then, they placed the lead introducer but when they were half way through the sacrum and tried to introduce the lead, the lead would not pass all the way through. They tried moving the needle deeper but still would not advance. It was determined that the lead had curved up into the foramen and when they tried to remove the lead, the 3rd contacted stayed in the patient. The doctor tried a second time and had the same result that they could not advance the lead but were able to remove the lead with no issues and the second lead was intact. It was noted they tried both the straight and curved stylet but could not advance the lead and no leads were implanted. It was mentioned the left side was more difficult than the right, but the issue was on the right side. Damage was caused during the procedure as contact 3 pulled off during lead removal. No further complications were reported.